Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the log file review. The log file spanned approximately 5 days (12may2021 to 17may2021 per the timestamp). A no external power alarm activated on 16may2021 at 01:06 due to the rsoc and bus voltage diminishing to ~0v while the device was connected to mpu. The backup battery was able to provide power to the pump during the alarm. The alarm resolved shortly after reconnecting to a power source. No other notable alarm was observed. The mobile power unit was not returned for analysis. Additional information on 04jun2021 stated that the cause of no external power event was not identified. The s/n of mpu cannot be provided. A root cause of the reported event was not determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including no external power. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The serial number of the device was requested but was not provided, therefore the expiration date, manufacture date are unknown. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that log file captured a string of no external power/low power hazard events on (B)(6) 2021, which was caused by power to the mobile power unit (mpu) being briefly interrupted and may be due to the mpu ac power cord coming loose at the mpu or ac wall outlet, or a house power disruption. There were no other unusual events recorded in the log file event history. The patient had significant right sided weakness and dizziness. The patient was being monitored; however, no equipment was being replaced. The patient was on batteries. No additional information provided.